Event description:
Additional information was received indicating that the patient was treated with antibiotic therapy and a new system was implanted successfully to resolve the event. The physician does not believe any abbott device or related procedure caused the infection. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that sepsis was observed on the leads. The device and leads were explanted and a crt-p was implanted to resolve the event. The patient was stable. Associated manufacturer report numbers: 2938836-2020-07425, 2938836-2020-07426, 2017865-2020-09254.